Event description:
Per the clinic, the patient experienced a decrease in hearing performance with reduced speech intelligibility on (B)(6) 2025. The patient also experienced vertigo and no sound with the device subsequent to sustaining a head trauma on (B)(6) 2025. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. During the integrity test on (B)(6) 2025, the patient experienced a brief electrical discharge sensation, which then subsided. The patient also reported pain upon palpation over the implant site and persistent headaches. Subsequently, the patient was treated with steroids (type not reported) starting on (B)(6) 2025. The implanted device remains.